Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently the device was explanted. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Manufacturer narrative:
This report was originally submitted with model f103 serial (B)(4) this is an invalid model / serial that was provided at that time. The model should be model: f102 serial: (B)(4) all reports going forward will be reported with complaint (B)(4). This complaint should be closed as a duplicate.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently the device was explanted.